Event description:
The customer stated that her blood glucose readings had been higher than usual. She alleged that a control test was performed at her doctor's office and the result was 300 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The customer declined further troubleshooting. The test strips were returned for eval. The customer also insisted the meter be replaced. Replacement products were sent to the customer.